Event description:
Ous MDR - the patient came to hospital with a hematoma in the implantation area and a pocket infection was suspected. Antibiotic treatment was administered in the pocket. (B)(6) 2013 - during the follow-up the patient complained about pain in the area and bleeding was also observed. (B)(6) 2013 - the whole system was replaced. The lead was sent to the laboratory for examination (B)(6) 2013 - a new system was implanted (B)(6) 2013 - during the follow-up, no additional issues were noted.

Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.